Event description:
Additional infor received from the patient included experiencing acut pain and swelling over the left pubic bone. A pelvic x-ray was performed and the conclusion noted was "changes at the level of the symphysis which appear chronic as discussed above." The ptient also reported experiencing vaginal discharge with substantial odor and discomfort. The patient reported that the physician who explanted the sling concluded that the infection surrounding the sling was the cause of odor and discharge. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, we were unable to determine if the device met specifications, and we were unable to determine the specific relationship of the device to the event.

Event description:
It has been reported that following a transvaginal sling procedure, the pt complained of pain, bleeding and infection. The device was removed in 1998. The device was not returned for evaluation.